Event description:
The customer reported to vyaire medical the vela ventilator unit was showing xdcr/transducer fault as soon as it is turned on. The reporter confirmed that there is no patient involvement associated on this event.